Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note attached list of additional devices implanted in this patient: tg3410/04797963, tg3715/04771068, tg4010/05095153.

Event description:
In 2007, following surgical repair of the common femoral artery due to perforation attributed to the gore introducer sheath with silicone pinch valve (please reference medwatch 2017233-2007-00306) a conduit was used to access the pt's right common iliac artery. Three gore tag thoracic endoprostheses were implanted. As reported a distal type I endoleak was identified which was successfully repaired with a palmaz balloon-expandable stent. The pt was discharged in 2007, in stable condition, however, nine days later, the pt died at home. An autopsy revealed that the pt had a dissection of the ascending aorta which resulted in the rupture of the descending thoracic aortic aneurysm. The cause of death was pericardiac tamponade.